Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing discomfort and frequent implantable pulse generator (ipg) charging. During their clinic visit, it was suspected that the ipg was displaying high impedances, and it was determined that the patient's left lead was displaying high impedances. The patient underwent a revision procedure wherein their ipg and extensions were explanted and replaced. During the procedure, the physician assessed that the high impedances were a result of the extensions about to fracture. The patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing discomfort and frequent implantable pulse generator (ipg) charging. During their clinic visit, it was suspected that the ipg was displaying high impedances, and it was determined that the patient's left lead was displaying high impedances. The patient underwent a revision procedure wherein their ipg and extensions were explanted and replaced. During the procedure, the physician assessed that the high impedances were a result of the extensions about to fracture. The patient was doing well postoperatively.

Manufacturer narrative:
The ipg was returned, passes all testing and exhibited normal device characteristics. Labelling review found that discomfort is a known risk associated with the use of the device. The lead extensions were returned and analyzed. The lead extension body for both extensions were separated from the connector. X-ray inspections revealed that all cables were fractured after the weld in the connector. It was assessed that this type of damage occurs when excessive mechanical force is exerted onto the lead body and connector section of the lead extension. Labelling review found no anomalies as it is stated that extension breakage can occur.

Manufacturer narrative:
Correction MDR for supplemental MDR 1 in block e1: initial reporter phone. Block b3: exact date unknown, event occurred in may2024. Additional pro codes: nhl, pjs additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7052270 UDI#: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(4). Batch: 7052437 UDI#: (B)(4). With all the available information, boston scientific concludes that the patient discomfort with frequent charging was due to high impedance on the leads. A review of the manufacturing documentation for the ipg and lead extensions revealed that no anomalies or deviations related to the event occurred during manufacturing. The ipg was returned, passes all testing and exhibited normal device characteristics. The lead extensions were returned and analyzed. The lead extension bodies for both extensions were separated from the connector. X-ray inspections revealed that all cables were fractured after the weld in the connector. It was assessed that this type of damage occurs when excessive mechanical force is exerted onto the lead body and connector section of the lead extension. A labeling review was performed incorporating the instructions for use, IFU. There was no evidence that the devices were used in a manner inconsistent with the labeled indications. It states, discomfort and failure or malfunction of any part of the device, including but not limited to: battery leakage, battery failure, lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not these problems require device removal and/or replacement are known risks with the use of dbs. It also states, implanted device components may move from original implanted location or wear through the skin, which may lead to the need for additional surgery. Based on all available information, engineers determined that the probable cause was the high impedance attributed to broken cables which were due to mechanical stress from possible pulling of the lead extension body and the lead extension connector; thus, the probable cause is caused traced to component failure.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing discomfort and frequent implantable pulse generator (ipg) charging. During their clinic visit, it was suspected that the ipg was displaying high impedances, and it was determined that the patient's left lead was displaying high impedances. The patient underwent a revision procedure wherein their ipg and extensions were explanted and replaced. During the procedure, the physician assessed that the high impedances were a result of the extensions about to fracture. The patient was doing well postoperatively.